Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The customer found the cord of the sensor was bad while priming. The customer also ordered a new alert level sensor.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the alert level sensor was not going off. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.